Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 20x3.00mm promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with struts lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 42 mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 20x3.00mm promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.